Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient stated she has had two stryker knee replacements and one is giving her a "tremendous amount of grief". Patient stated she hears noise in her knee and her surgeon is of no assistance.